Event description:
A patient returned to the hospital with abdominal pain on (B)(6) 23 after umbilical hernia repair with ovitex lpr originally performed on (B)(6) 2023. A CT scan showed bowel obstruction which was addressed with surgery and partial device removal. It was noted that the bowel was stuck in two places requiring sharp dissection and partial bowel resection. A bowel anastomosis was performed and surgery completed without further reinforcement.

Manufacturer narrative:
Adhesions are common events after abdominal surgery with or without the use of surgical mesh. Adhesions and bowel obstruction are noted as potential complications in the instructions for use.